Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Event description:
It was reported that the patient underwent a gynecological procedure to repair a ventral abdominal hernia on (B)(6) 2008 and mesh was implanted. It was reported that the patient experienced chronic abdominal pain and weight loss following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a laparoscopic exploration on (B)(6) 2010 with lysis of adhesions, excision of a portion of the mesh from the midline and placement of another mesh (sepramesh) to reinforce the hernia repair. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent colonoscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.